Event description:
Instruments broke/malfunctioned in this procedure. The biggest problem was with the adapter shafts on both the 2011-03-029 and shaft on 2178-63-106 stripping. The patient and hard bone and a large cement mattle which added to the problem. Even the adapter for the modified hudson 2178-63-136 and t-handle 2178-63-137 didn't work. Another issue happened when a trial stem 86-6875 got stuck in the femoral canal. We then used the extractor device 86-5226, which also stripped out the screw.

Manufacturer narrative:
The instrument associated with the reported event was not returned for evaluation. A complaint database search was conducted and additional reports were identified. The previous reports were investigated and the root cause was not identified. The investigation could not draw any conclusions about the current reported problem without the instrument to examine. It was reported the patient and hard bone and a large cement mattle may have been a contributing factor. (B)(4) was previously initiated to further investigate to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.